Event description:
On 5/8/2008 the home pt contacted baxter's technical service representative to report a system error 2240 air in line alarm, reload set 203 and 202 alarms. The homechoice device was evaluated and confirmed the alarms but could not determine cause. In 2008, during a follow up conversation with the home patient's nurse, baxter was made aware that the pt developed peritonitis. The home pt was hospitalized for peritonitis in 2008, with symptoms of cloudy effluent, chills and fever. The home pt was treated with vancomycin 400 ml intraperitoneal daily and fortaz 1000 ml intraperitoneal daily. The home pt recovered from the peritonitis episode in the same month, but will be treated with antibiotics through 2008. The following month, a follow up call was made to the home patient's nurse who stated the home patient's effluent was re-checked on the same day, and appeared clear. The home pt has recovered from the peritonitis episode after the antibiotic therapy.

Manufacturer narrative:
The homechoice machine was retrieved, evaluated and confirmed the system error 2240, reload set 202 and 203 alarms. Cause was unable to be determined. The disposable set was requested but was not available for eval.